Event description:
Reporter alleged blood glucose measured 185, 150, and 55 mg/dl when testing was performed 2 minutes apart. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.